Event description:
It was reported, that during a routine interrogation. The pacemaker was noted, to have entered safety mode. Technical services (ts) was consulted and discussed, that the patient should be explanted as soon as possible. The field representative indicated, a replacement procedure would be scheduled in the future, but a date is not yet set. The pacemaker remains in service. And no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.